Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 283 mg/dl. The customer gave herself some insulin and now she is at 305 mg/dl. The customer has been treating with pump. The customer was advised the 2 high blood glucose rule. The customer was offered to troubleshoot the pump but declined she feels the pump is working properly. The customer is taking insulin via a syringe. The customer was advised that we are sending infusion set replacement